Event description:
A surgeon reported performing an intraocular lens (iol) exchange approx four years following initial implant surgery. The surgeon reports the lens was removed and replaced due to a cloudy appearance. The pt's initial surgery was in 1997. In 1999, the pt was seen for complaints of difficulty seeing. The iol was clear at this time. In 2001, the surgeon noted that the iol appeared cloudy. The iol was explanted and replaced with another lens model in 2001.

Event description:
Additional info was provided by the surgeon. Surgery was performed in 1999 to release pupillary capture of the intraocular lens (iol) and peripheral anterior synechia (pas). Vision was improved and pt was not seen again until july, 2001.